Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a generator change out due to normal eri, oversensing of noise was observed. The noise was reproducible with hand movements. The lead was capped replaced on (B)(6) 2019. The patient was in normal condition prior to, during and after the procedure.